Event description:
The event is reported as: complaint description: rupture of the balloons during the inflating. No patient injury reported.

Manufacturer narrative:
Per device history report (DHR), investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.